Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure to treat a malignancy in the right upper lobe, performed on (B) (6) 2010. According to the complainant, the physician encountered significant resistance when attempting to deploy the stent. The delivery system catheter began to bend into an "s" shape under the force applied to release the stent. When the stent was finally deployed, it was released too quickly due to the torque and was implanted in an incorrect location within the trachea. The stent was removed from the patient, and a second ultraflex tracheobronchial stent was opened and positioned within the right upper lobe. The physician encountered significant resistance, and was unable to deploy the stent. There was no visible damage to the stents or the delivery systems noted prior to the procedure. The procedure was completed with a non-bsc (alveolus) stent. The complainant estimated the delay in procedure time due to these events to be 30 to 45 minutes. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure to treat a malignancy in the right upper lobe, performed on (B)(6) 2010. According to the complainant, the physician encountered significant resistance when attempting to deploy the stent. The delivery system catheter began to bend into an "s" shape under the force applied to release the stent. When the stent was finally deployed, it was released too quickly due to the torque and was implanted in an incorrect location within the trachea. The stent was removed from the patient, and a second ultraflex tracheobronchial stent was opened and positioned within the right upper lobe. The physician encountered significant resistance, and was unable to deploy the stent. There was no visible damage to the stents or the delivery systems noted prior to the procedure. The procedure was completed with a non-bsc (alveolus) stent. The complainant estimated the delay in procedure time due to these events to be 30 to 45 minutes. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Since the previous medwatch report was filed, this event pertains to the following field action: field action # 968126-05/17/10-001-r.

Manufacturer narrative:
(B) (4) (.medical intervention required. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned delivery system, found that the shaft was kinked. The metal stent and deployment suture were not returned; therefore a full analysis could not be performed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause for this complaint is design.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure to treat a malignancy in the right upper lobe, performed on (B)(6) 2010. According to the complainant, the physician encountered significant resistance when attempting to deploy the stent. The delivery system catheter began to bend into an "s" shape under the force applied to release the stent. When the stent was finally deployed, it was released too quickly due to the torque and was implanted in an incorrect location within the trachea. The stent was removed from the patient, and a second ultraflex tracheobronchial stent was opened and positioned within the right upper lobe. The physician encountered significant resistance, and was unable to deploy the stent. There was no visible damage to the stents or the delivery systems noted prior to the procedure. The procedure was completed with a non-bsc (alveolus) stent. The complainant estimated the delay in procedure time due to these events to be 30 to 45 minutes. The patient's condition at the conclusion of the procedure was reported to be "fine".